Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple items were not fallen on replenishment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple items were not fallen on replenishment. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple items had not fallen on the replenishment. A technical support specialist (tss) connected to the server and reviewed the incoming request history, noting that no new refill or stockout transactions were crossing over, even after performing a resynchronization. The es server settings for medid: iid000136e, station: mb w4west were checked and confirmed to have correct thresholds, which should not have triggered for refill or stockout. All services were restarted, and it was verified that medid iid000140e for station mb w4west had dropped. The tss inquired about the current maximum hold time for pyxis refill and navigated to inventory manager, administration and site configuration, transaction priority, selected the relevant priority, and reviewed the maximum hold (minutes) field under the priorities tab. The system functioned as intended after the technical support specialist investigated the device.